Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 16, 2018 that a wallflex colonic stent has been implanted to treat a malignant stricture in the colon during a colonoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the box of the wallflex colonic stent indicated a 9cm long stent. According to the complainant, during procedure, the stent was deployed inside the patient, and was long enough to cover the stricture. However, per the physician, the stent was shorter than the labeled length. The stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.